Event description:
No fragments generated.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an intramedullary (im) nailing of the tibia procedure on (B)(6) 2014 the flexible shaft connector came apart in the surgeons hands. The surgery was completed successfully with no surgical delay or patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the flexible shaft connector was received completely disassembled except for the set screw which is very loose and can be removed. The components are in good condition with only surface scratches and wear marks. The etchings are legible. The device components show routine wear associated with normal use. Thus, the complaint condition is confirmed because the assembly was received apart which matches the complaint description that the device ¿fell apart.¿ however, the complaint condition cannot be replicated since when the device is properly reassembled it does not come apart without removing the set screw. The design was found to be sufficient for its intended use and the complaint condition is determined to not be the result of a design deficiency, the received device meets the drawing specifications. It is common practice for sterile processing technicians to disassemble a device if possible for cleaning/reprocessing and this may have led to the complaint condition. It is likely that the device was reassembled incorrectly which would keep the device from operating properly and could cause the device to fall apart during use. It is likely that disassembly and improper reassembly of this device led to the complaint condition, rather than any design deficiency. The device is determined to be suitable for its intended use when used and maintained as recommended and the complaint condition is adequately addressed by the risk analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.